Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a failed drawer, fridge not detected on the bus. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-sep-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the fridge drawer failed and was not detected on the bus. A field service engineer found that the attachment screws in the cable connector were both sheared off by the automatic sliding drawer. The field service engineer replaced the pyxis bus cable to the remote manager and shifted the mounting standoffs on the communication sled from the unused connector to the ones with the broken screws. Attached a bumper on the back of the station to help mitigate damage and recommended mounting something to the floor to prevent the medstation from being pushed back into the operating space of the door. The system functioned as intended after the field service engineer repaired the device.